Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a steadily increasing pacing impedance. The impedance had been between 729-800 ohms since implant, and was now 1877 ohms. The patient had received an inappropriate shock. It was also reported that threshold measurements had remained stable, and the r-wave measurement had decreased slightly from 19.4 mv to to 11.9 mv as the impedance has increased. There were no other patient symptoms reported with this clinical observation. Guidant received new information that the pacing impedance had reached greater than 3000 ohms, with increased pacing thresholds. The lead was evaluated under fluoroscopy and was found to have pulled back. The lead was surgically abandoned and replaced with a non-guidant defibrillation lead.